Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided complete pump reset information and assisted the caller through the pump reset process, after which the pump did not display the cgm error code again.